Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. The product was discarded; therefore no eval will be conducted.

Event description:
The user facility reported the vitrectomy cutter stopped cutting during the surgery. They switched cutters and continue with no pt injury.